Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and e21 error test. All operating currents were within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). The occlusion test and excessive no delivery test were unable to be performed due to the prime/fill anomaly. The insulin pump had a scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer passed away on (B)(6) 2009. The cause of death was heart attack. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller agreed returning the insulin pump for analysis. Please see section for analysis results.